Event description:
Pharmacy technician compounding 5fu bag for cadd solis vip infusion. Used bd optima phaseal adapter spike into port of empty viaflex bag. After compounding found small plastic particle in solution, believed to have originated from the port of the empty viaflex bag upon spiking with the closed system transfer device spike. Intravia container 150 ml capacity, lot dr25f24055 optima phaseal adapter spike, lot 2504505.